Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the device alarmed power error 25, power loss alarm, replace battery alert, and replace battery now alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with out low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.